Event description:
It was reported that a pt underwent a nissen port placement procedure on (B)(6) 2010. While the surgeon was suturing the fascia, the blunt suture needle broke. The surgeon was able to retrieve the entire needle with no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.